Manufacturer narrative:
A field service engineer was dispatched to the customer site for a different issue. Odor/smell was found instead. A corrective maintenance was performed and the oil mist filter was replaced. Unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
While onsite servicing the sterrad® nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system risk analysis (sra), and corrective and preventative action (CAPA). ¿the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿the service history for this unit for the past six months (09/18/2014 to 03/17/2015) did not observe any significant trend. ¿the trend for the product malfunction code of odor/smells was completed from april 2014 through march 2015 and did not observe any significant trend. ¿the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. ¿the oil mist filter was returned and tested. The oil mist filter exhibited mist during functional testing. The reason for return of the oil mist filter was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended.